Manufacturer narrative:
Additional manufacturer repair relabeling inspection modification/adjustment an investigation is currently underway. Upon completion, the results will be forwarded. Device narrative corrected data regulatory attachments narrative corrected data regulatory attachments evaluation comment - the customer stated that the device will not be returned for evaluation but did not provide rationale.

Event description:
Customer reports: the balloon on the catheter snapped (burst). Sometimes immediately after insertion, other times 2-3 days after insertion. The end-user's urine is clean and has no grit. Three occurrences were reported for lot number 23b097fhx, this case represents # 2 of the 3 reported cases. The balloon was removed as per normal procedure and the catheter has been replaced.

Manufacturer narrative:
The device history record for 23b097fhx was reviewed and no anomalies related to the reported issue were observed. There were no photos or physical samples received for evaluation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. At this time, a corrective and preventive action is not deemed necessary. This information will be used for tracking and trending purposes, and we will continue to monitor. Section d4 (unique identifier (UDI) #): originally reported as (B)(4). Section d2b product code: originally reported as ezl and should be fcm. Section e1: please disregard the originally reported phone number. The phone number provided was invalid and the customer phone number is unknown.